Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Low bg cause was not known. The customer's mother provided assistance and the customer consumed carbohydrates to address bg. Reportedly, the customer fell due to the low bg event. The customer reverted to an alternate method of insulin therapy.